Manufacturer narrative:
(B)(4). Product returned and evaluated. Defect found - damaged/dirty strip connector. Root cause: bent pin on code key connector. Unable to determine the cause of the bent pin.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 107 to 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer provided that they have recent changes to diet, medication, or exercise. Customer acknowledges that the blood glucose results may be due to recent changes to diet, medication, or exercise. Storage of product is not confirmed. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is 2014; test strips expired due to being open more than 120 days. The meter memory reviewed for fasting test results performed (date / time not set): 1:lo (B)(6) 2015 03:36pm. 2:lo (B)(6) 2015 03:35pm. 3:lo (B)(6) 2015 03:35pm. 4:143mg/dl (B)(6) 2015 09:35pm . 5:98mg/dl (B)(6) 2015 03:32pm . Adverse event not reported.